Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "study: stryker pegasus site: 002 --- inova health care services subject: (B)(6). Patient scheduled visit with non-study orthopedist on (B)(6) 2024 to address left hip pain. Physician exam on (B)(6) 2024 noted possible bursitis that was treated with a corticosteroid injection. Follow-up visit note on (B)(6) 2024 notes good results."